Event description:
Dr was performing t&a, cauterizing -r- tonsil. Dr stated that the "cautery tip caught on fire." Cautery tip was replaced and case finished with no other incident reported. Dr stated that inside of mouth had small burn area - did not break skin. This was an oxygen rich area.